Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and customer stated the display did not return. The customer also reported that they got low battery alarm on insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube and battery cap contact. Unable to confirm low battery alarm or perform the self test, displacement test and operating currents measurement due to blank display anomaly. Pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address/serial number label.